Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed patient total bilirubin result was obtained on the dimension vista system. The customer confirmed that there had been an operator error in sample identification. The neonate sample had been taken off the instrument before processing and the operator had incorrectly processed an incorrect sample. The event was resolved by processing the correct sample and issuing a corrected result. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely depressed total bilirubin (tbil) result was obtained on a patient sample on the dimension vista 1500 system. This result was reported to the physician. The same sample was reprocessed the same day after the laboratory realized an incorrect sample has been processed. A higher result was obtained and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tbil result.